Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3317283. D4. Medical device expiration date: 31-mar-2025. H4. Device manufacture date: 13-nov-2023. D4. Medical device lot#:3349954. D4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 15-dec-2023. Investigation summary: material #: 368496. Lot/batch #: 3317283, 3349954. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory of each lot were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tubes, an unspecified number of tubes have pushed off of the collection device. There was no health impact or consequences reported.